Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found the display to be distorted and traces jumping; incorrect colors on the screen. The fse replaced the video receiver to display cable and video receiver board. The screen was then viewable but the screen colors were not correct. As a result, the fse replaced the video receiver board. The iabp unit passed all calibration, functional and safety tests performed. The unit was returned to the customer and cleared for clinical use. The full name of the event site listed is (B)(6).

Event description:
It was reported that during a service test performed by the customer, the display of the cs300 intra-aortic balloon pump (iabp) was not working due to possible lcd cable issue. There was no patient involvement; therefore, no adverse event was reported.